Manufacturer narrative:
Updated fields: short description, d1, d2a, d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle guard was raised. The valve failed the programming, occlusion, leak and pressure. The valve passed the reflux and siphonguard. The valve was dismantled and observed under microscope: tear noted on the needle chamber. Biologicals debris were noted on the cb arm, ruby ball and seat, and on the motor. Root cause analysis: the root cause for the raised needle guard noted during the investigation could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the leakage issue is due to a cut/tear in the silicone housing of the needle chamber. The root cause for the programming and pressure issue is due to biologicals debris noted during investigation. Complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway. Clinical signs such as headache, irritability, vomiting, drowsiness, or mental deterioration might be signs of a nonfunctioning shunt.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was implanted via ventriculoperitoneal (vp) shunt on an unknown date. The surgeon said the valve failed and had to be explanted. O additional information has been provided after several attempts.